Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that there were fibers in eye post operatively. The timing of the surgery was unknown. The type of procedure was unknown. It was unknown if the procedure was completed. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation, therefore the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. The root cause of the customer's complaint could not be established as the main source of the foreign material is unknown to the components within the pack as a sample has not been received and the condition of the product could not be verified. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. Packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Complaints are continuously monitored to identify product and/or process areas where foreign material and debris is occurring. Packs are manufactured in an environmentally controlled area that is an international organisation for standardisation (iso)-certified class eight clean zone where the air is filtered and maintained under positive pressure and continuously monitored for particulate levels. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. To reinforce controls, installed air curtains in clean room entry and relocated the consumables (personal head protection equipment). External suppliers who provide components within packs are assessed on a regular basis, and manufacturing facilities make continuous improvements to the warehousing, manufacturing, and inspection processes to reduce the potential for foreign material (e.g. Reducing static electricity, removing particulate-generating products from the process, sticky flooring in the ¿gowning and airlock¿ area, newer style gowns and hoods for work in the clean room, upgraded lighting to increase brightness for visual inspections along with increased number of inspections, and greater oversight with facility cleaning processes and with external product suppliers). Fibers are inherent to the components used in a pak. Pak label informs that due to the nature of the materials, fibers may be present and that necessary pre-cautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).